Manufacturer narrative:
(B)(4) service representatives replaced the spo2 pcb.

Event description:
Customer reported the spectrum monitor displayed a spo2 communication error, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.